Manufacturer narrative:
Hamilton medical ag comes to the conclusion: fsn was initiated: z-0267-2023, (B)(6) 2022: in very rare cases, the backlight of the hamilton-c6 display may fail. This is attributable to a reset of the hmi controller (hmi reset) which causes the display to fail for 2-3 seconds. The device's ventilation function is not affected by this.

Event description:
The following was reported to hamilton medical ag: interaction panel blackout for 2-3 sec (hmi reset).